Manufacturer narrative:
Section a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3: date of event: unknown, information not provided. Section d6a: implant date: unknown, information not provided. Section d6b - explant date: not applicable - lens remains implanted, therefore, not explanted. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that following implantation of an intraocular lens (iol) in the patient's left eye the refractive result was noted as +1 (-0.25) × 80 add 2.5, with a visual acuity of 8/10 p2, residual astigmatism, and the presence of capsules. The patient has a history of lasik. Yttrium aluminum garnet (yag) procedure was performed three weeks after iol implantation. No further information provided.